Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. The field generator was received with a cracked coil housing. Initially the cranial application was showing an open on coil #5. After some time, the pegboard test was able to run but then clear liquid started running out of the coil housing. The test could not be completed. The registration points were over 3mm. In the ent application a registration probe was showing red status and an error message of "weak signal." The registration probe would not register. It had an error over 3mm. The reported event was confirmed. The most likely cause of the physical damage was misuse of the field generator. The device was replaced to resolve the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Preliminary testing found that the emitter was not working properly. A tracer registration result was inaccurate and the emitter field of view had reduced volume. There appeared to be liquid accumulated inside of the emitter. A replacement emitter was shipped to the site. The emitter was replaced and the issue was resolved. The damaged emitter has not been received by the manufacturer for evaluation. The software investigation found that the reported event was unrelated to a software issue. A system archive review of the tracer pattern used by the surgeon to register the patient found that the patient's skin was compressed in many areas that they were tracing which would lead to an inaccurate registration. The software functioned as designed.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site performed several tracer registrations before passing registration. When registration passed, it was 5-10mm inaccurate using the computed tomography (CT). The surgeon opted to continue and successfully obtained several samples of the tumor. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative, following-up at the site, reviewed the tracer pattern. Patient's skin was compressed in many areas the surgeon was tracing. Recommendations were made to only tracing on bony anatomy. No parts have been returned to manufacturer for analysis. No further issues have been reported.